Event description:
It was reported by the patient that he has a defective lead and a defective device. No patient complications have been reported as a result of this event. Follow-up with the physician's office determined that the device was explanted and replaced because it had reached eri (elective replacement indicator), and that the right ventricular lead was capped prophylactically. It was also determined that the patient had some issues with the incision from the surgery healing properly, and that there was no infection but there was an abscess. No patient complications have been reported as a result of this event. It was further reported that there was a suspected lead fracture on the right ventricular lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported by the patient that he has a defective lead and a defective device. No patient complications have been reported as a result of this event. Follow-up with the physician's office determined that the device was explanted and replaced because it had reached eri (elective replacement indicator), and that the right ventricular lead was capped prophylactically. It was also determined that the patient had some issues with the incision from the surgery healing properly, and that there was no infection but there was an abscess. No patient complications have been reported as a result of this event.